Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (45 mg/dl) in the morning. Reportedly, low bg levels were due to the customer "not managing diabetes properly", and the pump basal rate needed to be lowered. Tandem technical support guided the customer through adjusting the pump basal rate. Customer addressed low bg levels with a "high sugar drink".